Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not deliver a dose when the pt pendant was pressed. The probable cause was determined through visual inspection which found that the cord was damaged at the tip of the pendant. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Prior to testing, the device had been returned to the biomedical dept with a note "pendant failure". There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.